Manufacturer narrative:
(B) (4).

Event description:
It was reported that following a car accident, the patient experienced no stimulation sensation - as of (B) (6) 2009 - and the device would not take a charge. The patient reported they could see efficiency boxes but were unable to get them shaded in. The patient was looking for an hcp that was closer. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.